Event description:
Consumer called to report feeling low blood sugar but getting normal results on the meter. Compared her meter readings against a lab reading and there was a huge difference. Analysis run on clark error grid using lab reading (44) as reference point vs. Bd readings (88) yielded some data points in the d range the grid, outside acceptable limits.